Manufacturer narrative:
We have not received the device for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. While the exact cause of the internal carotid balloon failing to inflate remains unknown, it is possible that the safety balloon inflated due to overinflation of the internal carotid balloon. The safety balloon is intended to inflate when excess pressure is applied to the internal carotid balloon to reduce the possibility of injury by over-inflation. As instructed in the IFU, the balloon should be slowly inflated to prevent the safety balloon from inflating and the user should slide the safety sleeve over the safety balloon once the balloon is in place. When balloon inflation is completed, the IFU instructs to: close the white stopcock and slide the movable sleeve over the external safety balloon. This will prevent reflux from the internal carotid balloon into the external safety balloon and prevent subsequent loss of vessel occlusion. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the white internal carotid balloon would not inflate during the procedure. A stent was placed to resolve the issue. The bleeding was able to be controlled, and no harm occurred to the patient.